Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that while the patient was sitting in a chair and receiving a chemotherapy infusion, the spiros "snapped" and the patient's blood began to leak onto the floor. There was no report of patient harm.